Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter with no other devices. There was blood in the inflation lumen and hub. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection identified a pinhole in the balloon material 1cm from the distal edge of the proximal markerband. Magnified inspection did not reveal any damage or irregularities on the proximal bond or markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID: 2134265-2014-04113 and 2134265-2014-04112. It was reported that the balloon ruptured. Vascular access was gained via the common femoral artery with anterograde approach. The severely calcified target lesion was located in the anterior tibia artery near the ankle. The 2.0x40mm coyote es balloon catheter was advanced and ruptured at 14atms. Another 2.0x40mm coyote es balloon catheter was advanced and also ruptured at 14atms. A 2.5x40mm coyote es balloon catheter was then advanced and also ruptured at 14atms. Two other non bsc balloons were then advanced and also ruptured. Angiography showed that the flow was recovered at this point, therefore the procedure was finished. There were no patient complications reported and the patient's status is good.

Event description:
Same case as MFR ID: 2134265-2014-04113 and 2134265-2014-04112. It was reported that the balloon ruptured. Vascular access was gained via the common femoral artery with anterograde approach. The severely calcified target lesion was located in the anterior tibia artery near the ankle. The 2.0x40mm coyote es balloon catheter was advanced and ruptured at 14atms. Another 2.0x40mm coyote es balloon catheter was advanced and also ruptured at 14atms. A 2.5x40mm coyote es balloon catheter was then advanced and also ruptured at 14atms. Two other non bsc balloons were then advanced and also ruptured. Angiography showed that the flow was recovered at this point, therefore the procedure was finished. There were no patient complications reported and the patient's status is good.